Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous defibrillation lead exhibited increased shock impedance measurements; however, no measurements were out of range and there was no noise observed on the lead. Increased thresholds were later noted. Boston scientific technical services (ts) discussed several troubleshooting options. Additional information was provided that the shock impedances steadily increased to greater than 125 ohms; therefore, a lead revision was performed. During the procedure, the lead was extracted, and replaced. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.